Event description:
It was reported that on (B)(6) 2024, a large flexnav delivery system was selected to implant a device. The physician could not fully recapture the valve despite multiple attempts with resheath wheel and the micro adjustment wheel. The physician was concerned about increased risk for patient having as stroke as a result to remove the delivery system with partially exposed valve. The patient is stable,

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of positioning problem and retraction problem were reported. The device was returned to abbott for investigation and the sliding mechanism, deployment/re-sheath wheel, and 80% deployment button were all assessed, and all were functional with no anomalies noted. The valve capsule was found to be deformed and a kink remained on the inner shaft, which are consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported events could not be conclusively determined. It is possible due to procedural condition (kink on the device or tension on the device) contributed to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.